Manufacturer narrative:
The field service engineer (fse) found the procell flowpath was heavily contaminated. The fse decontaminated the procell and sipper flowpaths. Instrument check results were acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of qc issues for multiple assays on a cobas e 801 analytical unit. The customer repeated "some" patient samples tested for elecsys pth (pth) and discrepant results were identified for 2 patient samples. Patient 1 initial result was 48.6 pg/ml. The repeat results were 835 pg/ml and 942 pg/ml. On (B)(6) 2022 patient 2 initial result was 111 pg/ml. The repeat result was 153 pg/ml. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The pth reagent lot number was 618737. The expiration date was not provided.